Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited and e216 scope communication error with the screen showing black and red speckles, and white residue on the air/water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the image error issues are expected or random component failure without any design or manufacturing issue. A root cause for the white residue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is supplemented to correct a previously submitted report. Corrected field: h9 - value was incorrectly reported and should be blank. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.